Event description:
It was reported that during the pt's permanent implant procedure on (B)(6) 2013 the physician noted there may have been a csf leak resulting from when the anesthesiologist performed the epidural block. Post-operatively the pt had very low tolerance settings but was asymptomatic. An sjm representative met with the patient two weeks later and indicated he was doing well and had good stimulation coverage.. On (B)(6) 2013, the pt's entire scs system was removed due to drainage at the lead site, neck pain and headache. The physician noted the dura had not healed properly so he decided to explant the pt's system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.